Event description:
It was reported that the customer was at the emergency room due to high blood glucose of 500mg/dl. It was stated that the customer was still in the hospital and the cause of her admission was unk at the time of call. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarms. Ran a self test and passed. Further testing could not be performed as customer did not have an infusion set/reservoir and a tubing clamp. Advised the caller to call back when he gets home to continue troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.